Manufacturer narrative:
Explanted date: 2010 additional suspect medical device component involved in the event: model #: sc-8120-70 serial #: (B)(4) , description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had an allergic reaction with the metal component of the device. The patient underwent an explant procedure.

Manufacturer narrative:
Explanted date: 2010. Additional suspect medical device component involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had an allergic reaction with the metal component of the device. The patient underwent an explant procedure.